Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that as a result of plastic dust and debris landing on the facility's bronchovideoscope, the staff's procedure was to just wipe the scopes down with a wet lint free cloth and flush the channels with water before each case. The olympus endoscopic support specialist (ess) advised that although wiping the exterior of the scope with a lint-free cloth and flushing the channels with water may appear helpful as an interim measure until they receive new cabinets, olympus has not validated this approach as a means of cleaning or decontamination. It was recommended to ensure devices remain protected from environmental debris using a temporary barrier. No patient infections or injuries reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The product was not returned to olympus for inspection; however, the technical assistance center (tac) provided remote troubleshooting and offered a cleaning and reprocessing service for the device. No further response was received from the facility, and as a result, troubleshooting was unable to resolve the reported allegation. The foreign material could not be analyzed as the substance was not available for sampling and the reported failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.